Event description:
It was reported that the atrial lead has low bipolar impedance. The device was reprogrammed to use the lead in unipolar mode with acceptable impedance and threshold. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.